Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced high blood glucose and critical pump error. The customer¿s blood glucose level was 500 mg/dl. The customer stated that they received a critical pump error image on the pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to force sensor flex not properly plugged in to electrical board. The device was received with minor scratches on case and minor scratches on lcd window.